Manufacturer narrative:
The insulin pump alarmed during basic occlusion test and unable to prime during prime test due to protruded/loose drive support disk. The insulin pump had a cracked display window corner.

Event description:
Customer's daughter called to report the insulin pump is stuck in prime/rewind process. The current blood glucose reading is 208 mg/dl. The drive support cap is protruded. Advised caller that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.